Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive anti-hbc result when processing on the architect i2000sr. The initial result was 0.73 and retest results were 7.84 and 8.17. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) washed the probe on the sample pipettor, which resolved the issue. A review of the service history did not identify any contributing factors to the current complaint. There have been no additional discrepant results since the probe was cleaned. A review of the tracking and trending data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.